Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a training, the customer reported that the autopulse platform (s/n: (B)(4) displayed a user advisory (ua) 18 (max take-up revolution exceeded) error message. The customer's biomed technician (reporter) evaluated the platform and confirmed the ua 18 error message. After further evaluation of the device, the biomed technician discovered that the lifeband appeared twisted and that the lifeband was being pulled more on the left side. In attempts to resolve the issue, the biomed technician indicated the lifeband was replaced; however, the platform now displays a ua 2 (compression tracking error) error message. No patient involvement was reported.